Manufacturer narrative:
Additional narrative: corrected : device evaluated by MFR product complaint # (B)(4). Investigation summary ==> examination of the returned device confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the anatomic button would not lock onto the clamp, the little bulb on the end of clamp where button goes was broken off. All pieces were retrieved and found before the patient even came into the room. No surgical delay.